Event description:
Clinic notes dated (B)(6) 2012 note that while diagnostic results indicated the battery is not completely dead, the patient's device is unable to deliver stimulus at the high settings the patient has been programmed on. As the device was greater than nine years old as well, the physician referred the patient for a battery replacement. The replacement surgery took place on (B)(6) 2012. Additionally, clinic notes stated that the patient experienced a 'flurry or seizures' and complained of a sore throat with vns stimulation. The patient's medication was increased as a treatment option, and it was noted that the increased seizures was most likely related to battery failure of the vns device. Follow up with the physician found that the patient's increase in seizures were first observed on (B)(6) 2012 and it was unknown when the sore throat was first observed. The increased seizures were attributed to the battery being unable to deliver stimulus at high settings; however, the increased seizure frequency was noted to be below pre-vns baseline level. The battery replacement was performed as intervention for the increase in seizures, sore throat, and lowered output current. No causal or contributory programming changes, medication changes, or other external factors preceded either event. No patient manipulation or trauma occurred which may have caused or contributed to the sore throat and the patient did not have multiple seizure types.

Event description:
Follow up with the hospital found that the device had likely been discarded as they could not find it.